Manufacturer narrative:
On december 12, 2025, mentor received additional information regarding the patient's event. It was reported that the patient also experienced device migration (lateral displacement). Code a010402 has been added in section h6-medical device problem code to document this additional information. In addition, it was also reported that the patient experienced third degree breast ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. D6b. Explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female patient underwent a primary breast augmentation with two 600cc mentor memorygel breast implants and experienced bilateral ruptures post-operatively, which was diagnosed with an MRI. As a result, the patient is to undergo bilateral device explantation on (B)(6) 2025. This report is for the right-side device.

Manufacturer narrative:
On january 06, 2026, the mentor failure analysis lab has received the device for evaluation. On january 13, 2026, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device determined that the breast implant had bubbles within the gel. Leak testing was performed, according to mentor procedure, and it identified six tears (a,b,c,d,e, and f) on the posterior view, measuring all the tears approximately less than 0.1 cm. The bubbles observed on the gel could had been originated due to the tears on the shell of the device. In addition, no other areas of gel exposure were found. Microscopic examination was performed on the edges of the ruptures (a, b, c, d, e, and f), and parallel striations were found in the whole area of all the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).